Manufacturer narrative:
Section d9: device available for evaluation? Yes; returned to manufacturer on: mar 17, 2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptic and that the lens was received cut in half, which is consistent with a lens that was handled during removal and replacement. A detached haptic was also observed, but can be attributed to handling and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation can be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had bent or broken haptic. The lens was fully inserted into patient's right eye, however, was removed and replaced in the same procedure. The procedure was completed using another lens of same model and diopter. The outcome does not significantly interferes with activities of daily life. The patient has recovered. The event was observed after insertion. No further information is available.